Event description:
It was stated that the customer's insulin pump was replaced due to an error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery warming up due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube. No button error was noted.